Event description:
A customer reported that the t: slim x2 pump battery was having difficulty charging and took a long time to charge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to plug the wall adapter into an outlet known to work and wait at least 30 consecutive minutes for the pump to begin charging, and they planned to follow up.